Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, titan anchor field action, physician communication ((B)(6) 2009).

Event description:
It was reported that the pt experienced a change in parasthesia (B)(6) post implant. An x-ray was performed and it was noted that the lead had moved to a more inferior position (a titan anchor was used to fixate the lead). A revision was then performed. No pt injuries were reported from the event. Add'l info was requested and a f/u report will be sent if received.